Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a device site infection with the ins. Antibiotics were prescribed. The issue was resolved, but it was noted the hcp wanted to explant the entire system due to it being the second infection. Unclear if the ins will be explanted, but the rep noted they would submit any new information that becomes available. The rep reported that to their knowledge, the entire system was planned to be explanted.